Event description:
It was reported the device was returned for repair. Followup information received reported a plug on top was pushed all the way in and would not seat the cable. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ventricular output connector wires are broken and connector is bent. Lead flex cover is corroded. Battery release, heart block, release spring, and battery drawer are contaminated. Upper and lower cases, side bail covers, and ring cover are broken.